Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, august 30, 2022 9:22 am chapter 2 ¿ important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the pump supplies for 2-3 days, and cartridge is not in the upright position during air removal process. Tandem clinical support informed customer that wearing the pump supplies for 2-3 days, and removing cartridge air when it is not in the upright position, is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level.